Manufacturer narrative:
H.6 investigation summary: customer reported "false positives" on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Field service engineer (fse) was dispatched and replaced the rack . The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product due to the need to replace the rack. Root cause of false positives is not known. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were received in the form of log files and revealed bad rack voltage. Additionally, this rack was returned, but investigation of the rack was not deemed necessary, as this complaint has been confirmed. Metal racks are requested to be returned for refurbishment. Complaint history for ¿results¿ was reviewed for the month of february 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Per baltrmbactecinstraph revision 15, the error related to this complaint is considered user inconvenience, which is an s1; reference row ID 1.2c. No new risks or hazards were identified.

Event description:
It was reported that while testing with bd bactec¿ fx, instrument top, packaged 3 false positive results were obtained in drawer a. Confirmatory sub culture was performed which proved to be negative. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: it was reported by the customer that they confirmed multiple false positives in drawer a. Were erroneous results reported? No, they were given as a positive and all positives are sub cultured as per protocol. How many false positives/negatives did the customer receive? 3 what confirmatory testing was performed that determined the results were erroneous? Subculture of result proved negative. Were any erroneous results reported to the doctors? No

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd bactec¿ fx, instrument top, packaged 3 false positive results were obtained in drawer a. Confirmatory sub culture was performed which proved to be negative. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: it was reported by the customer that they confirmed multiple false positives in drawer a. Were erroneous results reported? No, they were given as a positive and all positives are sub cultured as per protocol. How many false positives/negatives did the customer receive? 3. What confirmatory testing was performed that determined the results were erroneous? Subculture of result proved negative. Were any erroneous results reported to the doctors? No.